Event description:
Report from analysis showed stent damage. Report rec'd of an attempt to place a biodivysio stent 3.0 x 15mm. The stent did not cross the lesion. No info on predilatation or condition of vessel. A competitor's stent was used for procedure. There were no reported adverse pt effects and no medical interventions were required. Though requested, no add'l info was provided.